Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was experiencing repeated recoverable faults. The customer was informed the reported issue has happened before and during the procedure. The error logs show multiple 23 errors pointing to master tool manipulator left (mtml). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: per the customer there was no patient injury or harm. The procedure was completed robotically. Patient demographics were not available.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was onsite and verified that there was a continued issue on the mtml. Fse replaced the rac and mtml to resolve the reported issue. All systems were tested and passed. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Pending return material authorization (RMA) for the mtml and rac. The complaint regarding repeated recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the master tool manipulator (mtm) and rac was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically without a backup mtm and rac. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.